Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, 40 months after implantation, the pacemaker involved in this MDR report was explanted because it reached end of life. It was reported also that a high output pacing amplitude was needed due to high voltage threshold. The device was returned for analysis.